Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an MRI. During interrogation, the pacemaker exhibited a telemetry anomaly and it took a long time for the programmer to download all the patient¿s episodes. Another programmer was used and the issue did not resolve. There were no patient consequences.